Event description:
The lead was attempted on (B)(6) 2012. The lead coiled in the pocket. The procedure took place at (B)(6). The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)